Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity was observed between follow-up visits, and is now showing 7 months remaining. The device previously showed 4.5 years remaining. Another follow-up visit is scheduled within the coming month to re-check the battery's longevity. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity was observed between follow-up visits, and is now showing 7 months remaining. The device previously showed 4.5 years remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was replaced at a different hospital; therefore, is not expected for return.